Manufacturer narrative:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing the heartflow analysis. Hfid# (B)(4): the investigation identified that the available CT dataset did not meet heartflow's image quality requirements. The same dataset was submitted by the customer four times. When the same dataset was submitted the first time, heartflow did not accept the CT dataset for processing and identified a potential image quality error. The customer submitted the dataset a second and third time and was returned by heartflow as it did not meet data format requirements. Heartflow incorrectly assessed image quality during the fourth submission of the case due to an analyst error and provided the customer a heartflow analysis. The customer was notified of the investigation results and has not indicated a safety event with the patient. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing an analysis.